Manufacturer narrative:
Specimen collection and storage information were not provided for this investigation. Controls were run before and after the event; results were within qc specifications. A field service engineer (fse) was dispatched for this event. The fse was unable to observe the problem. The fse replaced the pinch valves (12b and 12d) and related components. The fse also replaced the piercing needle. The repairs were verified per established procedures and results met published performance specifications. The root cause is unknown to date. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
A customer contacted beckman coulter inc. (Bci) indicating that the initial low hemoglobin (hgb) result obtained on the coulter lh 750 analyzer for a single patient was erroneously low when compared to rerun results. No instrument flags were generated. Upon review of the data submitted, a low white blood count (wbc) was also observed. The erroneous results were reported out of the laboratory. The customer reran the specimen after the red blood count (rbc) morphology observed on the manual smear did not reflect the instrument result. The rerun results obtained on the same instrument and on an alternate instrument produced higher hgb and wbc results, which the customer considers correct. The results provided by the customer are shown. There was no death, injury, or affect to patient treatment as a consequence of the erroneous results.